Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that there was noise on both the right atrial (ra) and right ventricular (rv) channels. There was also intermittent spikes in pacing impedance measurements for both the ra and rv leads over the last year, which remain within range. Boston scientific technical services (ts) reviewed the electrogram and noted cross talk and farfield signals without oversensing. It was noted that the rv sensitivity had been reprogramming previously due to oversensing of noise causing pacing inhibition and leading to the patient experiencing syncope twice. The noise was noted to be more prominent on the ra channel. The field representative was able to reproduce the noise on the ra and rv channel with isometrics but not pocket manipulation. Ts discussed possible causes and suggested an x-ray to assess the integrity of the system. The cardiac resynchronization therapy pacemaker (crt-p), ra and rv lead remain in service and no additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device's spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that there was noise on both the right atrial (ra) and right ventricular (rv) channels. There was also intermittent spikes in pacing impedance measurements for both the ra and rv leads over the last year, which remain within range. Boston scientific technical services (ts) reviewed the electrogram and noted cross talk and farfield signals without oversensing. It was noted that the rv sensitivity had been reprogramming previously due to oversensing of noise causing pacing inhibition and leading to the patient experiencing syncope twice. The noise was noted to be more prominent on the ra channel. The field representative was able to reproduce the noise on the ra and rv channel with isometrics but not pocket manipulation. Ts discussed possible causes and suggested an x-ray to assess the integrity of the system. The cardiac resynchronization therapy pacemaker (crt-p), ra and rv lead remain in service and no additional adverse patient effects were reported. Additional information was received that the crt-p, ra and rv leads were explanted and successfully replaced. No additional adverse patient effects were reported. The returned cardiac resynchronization therapy pacemaker (crt-p) was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. No noise was observed when viewing the electrograms (egms). The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
The returned cardiac resynchronization therapy pacemaker (crt-p) was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. No noise was observed when viewing the electrograms (egms). The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Patient code 3191 captures the reportable event of surgery.

Event description:
This report is being filed to submit the analysis results.